Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a (B)(4) lot in november of 2018. Evaluation of the returned instrument shows that it has additional repair lot coding on the stem of the single handle of r-05-20 which signifies that it has been sent in for repair prior to the alleged incident. Further evaluation shows that the tips are aligned in the closed position and functional testing shows that this instrument is able to pick-up, retain, closed and release multiple clips without any clips falling out of it during this process. We are unable to determine what caused the alleged incident and also unable to validate this complaint since we are unable to replicate the alleged issue. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings , no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
During coronary bypass surgery, we used horizon clips and repaired applier. The clips were not loaded properly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During coronary bypass surgery, we used horizon clips and repaired applier. The clips were not loaded properly.